Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus / migration of essure device"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, tachycardia, myalgia, restless leg syndrome, sicca syndrome, arthralgia and menses irregular. Concomitant products included amitriptyline hydrochloride (amitriptyline), carisoprodol (soma), citalopram, gabapentin, ibuprofen (ibu), pregabalin (lyrica), tramadol and valeriana officinalis root (afye valerian root). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes"), urinary tract infection ("uti,"), fibromyalgia ("autoimmune disorder type of disorder: fibro"), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision/eye problems") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) surgery type of surgery: hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, urinary tract infection, fibromyalgia, urticaria, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, allergy to metals, fatigue, visual impairment, weight decreased and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.16 kgs. Pathology test - on (B)(6) 2017: uterus, cervix, and essure devices *2: proliferative endometrium, leiomyoma, chronic cervicitis, essure coils are identified bilaterally at the uterine cornua. Clinical information: pelvic pain in female irregular menstrual cycle. Ultrasound abdomen - on (B)(6) 2011: right nephrolithiasis but asymptomatic. Left hip showed a sclerotic bone island versus possible soft tissue calcification superimposed over the right si joint. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fibromyalgia/myalgia ,weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Events:injuries and complications attributed to essure hormonal changes, abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, rashes, infection (bladder/urinary tract/vaginal) type: uti, autoimmune disorder type of disorder: fibro, malposition of essure device location of device: uterus, rashes or skin conditions type: hives, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, dysmenorrhea (cramping), nickel allergy,, pain, vaginal discharge, fatigue, vision/eye problems, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: ibs were added .concomitant drugs ,medical history , lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterus / migration of essure device'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and sjogren's syndrome ('autoimmune disorder type of disorder: fibro/siogens fibro') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica. Concurrent conditions included low back pain, tachycardia, myalgia, restless leg syndrome, sicca syndrome, arthralgia and menses irregular. Concomitant products included amitriptyline hydrochloride (amitriptylin), carisoprodol (soma), citalopram, gabapentin, ibuprofen (ibu), pregabalin (lyrica), tramadol and valeriana officinalis root (afye valerian root). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and fibromyalgia ("autoimmune disorder type of disorder: fibro/siogens fibro"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), urinary tract infection ("uti,"), sjogren's syndrome (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) surgery type of surgery: hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, urinary tract infection, fibromyalgia, sjogren's syndrome, urticaria, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, allergy to metals, fatigue, eye disorder, visual impairment, weight decreased, irritable bowel syndrome and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, eye disorder, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rash, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: anyy of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal: no she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Pathology test - on (B)(6)2017: uterus, cervix, and essure devices *2: -proliferative endometrium -leiomyoma -chronic cervicitis ·essure coils are identified bilaterally at the uterine cornua. Clinical information pelvic pain in female irregular menstrual cycle. Ultrasound abdomen - on (B)(6)2011: right nephrolithiasis but asymptomatic. Left hip showed a sclerotic bone island versus possible soft tissue calcification superimposed over the right si joint.. Ultrasound scan - in (B)(6)2011: ultrasound tech said it was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fibromyalgia/myalgia ,weight loss quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs was received. New event: weight gain added and sjogren's and eye problems added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.